Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the signs and symptoms included complaints of increased spasms in upper back with stimulation due to increased amplitude, amplitude was decreased and symptoms were resolved. The amplitude prior to reprogramming was 5.5 in program b and 3.4 in program j. The amplitude was changed to 2.9 in b and 1.8 in j.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for other non-malignant pain and other chronic/intractable pain of the trunk/limbs. A clinical diagnosis of unsatisfactory stimulation was reported (and a device diagnosis was not applicable). On (B)(6) 2013, the patient complained of "grabbing" in the upper back with stimulation; there were complaints of increased spasms in the upper back with stimulation. The entire system was reprogrammed and the event resolved without sequelae. The event was related to the device or therapy, specifically due to programming, and was not related to the implant procedure. The final programming date and time for the most recent interrogation prior to the event occurred on (B)(6) 2013.